Manufacturer narrative:
The impella device was not returned for evaluation. A supplemental report will be submitted when the investigation has been completed. The instructions for use states the following: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 37yo male was implanted with an impella cp for mechanical circulatory support. It was reported that the patient experienced ventricular tachycardia (vt) and ectopy during impella insertion. Support was able to proceed as planned once insertion was successful. However, during planned escalation to impella 5.5 support on a later date, a thrombectomy was required on the femoral artery from the cp insertion site. Following the intervention, the site was closed with sutures and the skin was stapled. The patient was subsequently escalated to impella 5.5 support. No additional information was provided.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation (vf) and thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of vf and thrombus could not be determined as the device was not returned nor sufficient clinical details. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- h6 component code 925 in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8 should have been left blank in the initial report.